Manufacturer narrative:
This report is submitted on july 04, 2017.

Manufacturer narrative:
This report is submitted on june 20, 2017.

Event description:
Per the clinic, the patient experienced a performance decrement as a result of incorrect electrode placement. Subsequently, the device was explanted on (B)(6) 2017 and the patient was re-implanted with a new device during the same surgery.